Manufacturer narrative:
While the medtronic field service engineer (fse) was at the customer site, the hospital biomedical engineer reported that he had evaluated the device and performed an extended self test (est). The biomedical engineer ran the ventilator overnight on a test lung and could not duplicate the reported condition. The ventilator was working properly. The hospital did not authorize the medtronic fse to evaluate or repair the ventilator. Based on the information reported by the biomedical engineer, the medtronic fse recommended replacing the direct current (dc) - dc converter printed circuit board as a precautionary measure. Since the ventilator was working properly, the medtronic fse was able to upgrade the software with no issue. If information is provided in the future, a supplemental report will be issued.

Event description:
While the medtronic field service engineer was at the customer site to upgrade the pb980 ventilator software, it was reported that, while in use on a patient, the ventilator went into a safety valve open condition. In addition it was reported that the ventilator displayed/alarmed ¿gas supply failed, safety valve opened, replace ventilator.¿ the patient was placed on an alternate ventilator without harm.